Manufacturer narrative:
The unit was received with no button response due to corroded keypad traces. Analysis was unable to confirm the a21 alarm and was unable to perform any test due to an unresponsive keypad. The unit had moisture damage on the electronics assembly, a cracked battery tube thread, a broken reservoir tube lip, a cracked reservoir tube, a cracked case near display window corners, cracked on the display window, and minor scratches on the display window.

Event description:
The customer called in to report an unexpected restart alarm. The customer's blood glucose level was 300 mg/dl. The customer stated she put her device in a bag of rice to dry it. The customer was unable to clear the alarm. The customer also reported that there was damage to the reservoir compartment. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.